Event description:
It was reported that during training with a practice hls set, a flow/bubble alarm was displayed. The customer noticed that the mecc mode was activated. The mode was switched out and the flow/bubble alarm was resolved. The cardiohelp was run for two further days on the practice hls set with no further issues. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user. Additionally, the cardiohelp was exchanged. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
No further patient information was provided by the customer. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.